Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the device interrogation, data was not collected because no atrial lead was implanted and implant detection was not completed. Implant detection was turned off and the device remains in use. No patient complications have been reported as a result of this event.